Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: matar he, bloch bv, james pj. High survivorship of short-cemented femoral stems in condylar revision total knee arthroplasty without significant metaphyseal bone loss: minimum 5-year follow-up. J arthroplasty. 2021 oct;36(10):3543-3550. Doi: 10.1016/j.arth.2021.05.036. Epub 2021 jun 2. Pmid: 34183212. Objective and methods: the purpose of this study was to evaluate the outcomes of hybrid fixation technique in condylar revision total knee arthroplasty (rtka) using cementless metaphyseal tibial sleeves and short-cemented femoral stems with a rotating platform articulation. The authors conducted a retrospective consecutive study of 72 patients who received the tc3 rotating platform revision knee with tibial metaphyseal sleeves, tibial stems, and cemented femoral stems between 2009 and 2016. The primary components utilized were unknown. There is no indication that the patellas were resurfaced and the cement utilized in the revision surgery was unknown. Among the 72-patient cohort, 33 females and 39 males with a median age of 70 years. By final follow up, only 2 patients required revision for infection. Using "any-cause implant revision" as an end point, implant survivorship for this construct was 97.2% at median 6.7 years. To date, none of the femoral stems have been revised for mechanical failure. The authors concluded that rtka with good femoral condylar bone stock, we have shown excellent survivorship with a short-cemented femoral stem, in conjunction with a mobile-bearing and a tibial sleeve. The authors note that there were 14 patients with rlls identified radiographically at final follow-up. No treatment was provided and no patient consequences were associated with the rlls. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: tc 3 revision knee components: femoral side: femoral component, bolt, stem secured with unknown cement tibial side: tibial tray, mbt metaphyseal sleeve, rp tibial insert, tibial stem adverse event(s) and provided interventions associated with depuy devices: (B)(6) female patient received a two-stage revision of her tc3 revision knee to treat infection. (B)(6) male patient received a two-stage revision of her tc3 revision knee to treat infection.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.